Event description:
A customer reported to a baxter sales representative of a no flow occurring with a clearlink extension set when it is connected in conjunction with an elcam four-way stopcock . This reported condition occurred during patient-use. There was no patient injury or medical intervention. No additional information was available.

Manufacturer narrative:
(B)(4). The customer sent in three actual clearlink extension sets and three actual elcam stopcock samples for evaluation. Each clearlink valve was removed from the stopcock and these samples were visually inspected for the presence of the center slit, and for any abnormalities. There were no visual abnormalities discovered from these samples. The clearlink valve was then re-attached to the stopcock which was then attached to an in-house secondary medication set spiked into a 500 ml solution bag containing reverse osmosis water. All three samples were then re-primed and checked for flow. All three samples primed and flowed normally. Per this evaluation, the reported condition could not be confirmed. The batch review could not be performed since there was no lot number provided.